Event description:
Mom reported pump malfunctioned (error code about batteries). Pt was overdue for a dose (unknown reason he was overdue). He's starting to feel the effects [not further specified). Dose was already mixed before pump was turned on. They changed the batteries but it still didn't work. Pt missed a dose; available for return; unknown lot/expiration. Unknown if md aware. No further information known. Consent to contact the patient's hcp was not asked. All known information is contained on this form. Reported to (B)(6)/caremark by pt/caregiver.